Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. MFR report # 9610595 - 2023 - 07332, patient identifier: (B)(6). Additional information provided by the customer: please see updates to b5. Additional information based on the legal manufacturer's investigation: please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the presumable cause of the event was water invaded scope connector during user handling of the subject device. It caused abnormality in electronic components and the suggested event occurred. The root cause of this event was unable to be identified. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. Issue was found during the beginning of the bronchoscopy procedure, completed with a similar device, and a 10 min delay was noted. The customer reported that precleaning occurred. This step involved wiping the external surfaces of the scope using an empower metri sponge and flushing of the channel with sterile water at the point of use by the or nurses. Leak testing was performed with olympus mu-1. The endoscope channel was brushed during manual cleaning with a olympus reusable brush and the scope was stored in the customer¿s flexible endoscope storage cabinet. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that there was no image and after aeration the image was still not displayed. Additional issues were identified during the device evaluation: the exera data verification had no data transmission; poor insulation of plastic distal end cover; plastic distal end cover was dented and scratched; adhesive on bending section cover (a-rubber) was peeling; the control body and scope connector were wet and corroded; and the rfid on the scope connector was detached. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed a b30 (scope communication error) and a connection issue were observed at the leak testing step during reprocessing. There were no reports of patient harm or impact associated with this event.